Event description:
Patient reported he missed taking his medication 2 or 3 times while he was in the hospital for pancreatitis. Oral mucositis (ulcerative) due to anti neoplastic therapy. Prescriber contact information: (B)(6), (B)(6), (B)(6).